Manufacturer narrative:
(B)(4) - fracture(s) of device/material. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review, further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2009, that a rotatable snare was used during an emr (endoscopic mucosal resection) procedure performed on (B)(6), 2009. According to the complainant, the first resection attempt was successful. During the second attempt, the plug detached outside the body. The procedure was completed with a different device (product and manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.